Event description:
It was reported that during a pump replacement they were not able to aspirate the catheter. They attempted to aspirate from the catheter itself and the catheter access port (cap). They removed 9.2 cm and added a new catheter because the catheter had a tear close to where it connected to the pump. The patient would be brought in to the healthcare provider (hcp) next tuesday and if they did well at 0.96 mg/day they would likely change the dose per day on the 5 mg/ml drug. The new drug was 5 mg/ml, and they wanted a dose of 0.5 mg/day. The reporter contacted the managing physician office. Additional programming options were discussed with the reporter. The patient did not have any symptoms. The pump system was being used to infuse morphine (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [Refer to manufacturer's report # 3004209178-2015-01595 for information pertaining to patient's previous pump issue]

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11193r13, implanted: (B)(6) 2003, product type: catheter. (B)(4).